Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
After this patient had an ascend flex reverse surgery, a glenoid sphere disassembly occurred at the affected area when the patient fell down on (B)(6) 2020. (B)(6) 2021: this was the case that the glenoid sphere came off (disassembled) from the glenoid baseplate. At this time, the surgeon forgot to lock the glenoid sphere screw. On (B)(6) 2021, an implant at the affected area was replaced and the surgery was finished.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.